Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out. While inside the pocket, physician noticed that the atrial lead was exhibiting an insulation breach. The lead was capped and replaced during the same procedure. Patient was stable after the event.